Manufacturer narrative:
(B)(4).

Event description:
It was reported that a device had continued to charge and deliver an inappropriate shock following atp therapy despite the rate decelerating into a vt monitoring zone. Inappropriate shock was confirmed on an egm. Atp is not counted as a therapy for this type of device while charging. No further information is available.